Manufacturer narrative:
A small portion of the broken bur subject to this investigation was returned to the MFR for eval. The returned piece could not be measured for critical specifications, however, it was visually confirmed that the bur had severe corrosion. Part and lot number info has not been provided to permit further investigation. The root cause is undetermined.

Event description:
It was reported via the repair unit that the bur was broken inside the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no pt involvement or adverse consequences as a result of this event.